Event description:
It was reported that there was a hardware removal during a osteotomy of a femur performed on a right leg distal femoral due to a malunion. The locking compression plate and seven locking screws were removed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Additional product: hwc. (B)(4). Device was used for treatment, not diagnosis. Placeholder.